Manufacturer narrative:
This report is submitted on december 09, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to clinical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 9, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on january 3, 2023.